Event description:
Procedure: low anterior resection/end to end anastomosis. According to the reporter: 7 days after surgery, anastomotic leak was found and the anastomosed part was x-rayed. A staple fired on the posterior wall were found come off. The part was improved by conservative therapy without performing re-operation.

Manufacturer narrative:
(B)(4).